Manufacturer narrative:
Continuation of d11: product ID: pscc100 product type: catheter product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulse field ablation training session, two pulseselect pscc100 catheters were opened and foreign material described as a glue-like yellow substance was observed inside each catheter tail connector. The first catheter was opened and the foreign material was noted in the tail connector, after which a second catheter was opened and the same finding was observed. Athird catheter was then opened and foreign material was again observed in the tail connector; a needle was used to manipulate and remove the material from the tail connector to use. The procedure was performed under general anesthesia and was completed with difficulty using the third catheter after the foreign material was removed, and the case outcome was completed. No patient complications have been reported as a result of this event.